Event description:
It was reported that the user received an occlusion alert while using an infusion set and had already removed the infusion site; troubleshooting was conducted, and a full supply change of the contact detach infusion set was advised and performed, resolving the occlusion. Symptoms included interrupted insulin delivery due to an occlusion. Outcomes included restoration of insulin delivery after the supply change with no further assistance required. Investigation included customer troubleshooting and education. Investigation of this case revealed an occlusion that resolved only after replacement of the infusion set, consistent with an infusion set performance or site-related obstruction. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion resolved by supply replacement.